Event description:
A customer reported an issue with the adc device via webform. The customer was contacted and reported a high readings issue with the sensor. The customer received reading of 230 mg/dl and injected (insulin) accordingly. Customer then experienced dizziness and sweating, and was unable to self-treat, requiring third-party intervention of glucose and apple juice from their spouse for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.